Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided.

Event description:
Consumer alleges laying on his heating pad while in bed when the controller caught fire and damaged his comforter. There was not a report of serious injury with this incident.